Event description:
Almost immediately after having lasik surgery, I began to experience chronic dry-eye. I used several different types of otc and prescription eyedrops, such as restasis, thera-tears and systane, which I still use daily. One to two years following the surgery, the "floaters" in my left eye became more pronounced and bothersome; my right eye soon began to show the same symptoms. It became uncomfortable to watch tv, especially in a darkened room. I was often unable to clear my vision. I was constantly blinking and shaking my head to bring my eyes into focus. My vision would clear for a second or two, only to cloud up again almost immediately. This condition continued to worsen over the next 3 years, to the point where I have pronounced difficulty watching tv, watching movies or live shows such as plays or concerts, and driving at night. In addition to the problems with focus and floaters, I also have worsening problems with the "starburst" effects; when there are lights in my field of vision they seem to be flaring and amorphous. Even very small lights are like un-focused headlights past which I often cannot see. This is especially the case when the light source is at a distance of 6 feet or more.